Manufacturer narrative:
The reported event of failure to capture was confirmed. A complete lead was returned in one piece. Electrical testing found the outer coil open circuit due to the conductor fracture. Visual inspection found the clavicle crush distal to the suture sleeve tie impression of the lead. X-ray inspection found the outer coil was fractured. The cause of the reported event was isolated to the clavicle crush damage found on the lead.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited failure to capture. The rv lead was explanted and replaced. The patient was stable throughout the procedure.